Event description:
Patient undergoing arthroscopic rotator cuff repair. A stryker titanium anchor was being screwed into place in the greater tuberosity. In doing so, the head snapped off prior to it being seated all the way. This was easily removed using a synthes broken screw removal set.